Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
This lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor found out that the capsular bag collapsed after implanting a zct300 17.0 diopter intraocular lens (iol) on (B)(6) 2017. It was then removed and replaced with a different kind of lens. Reportedly, the doctor performed a vitrectomy, but no incision enlargement or sutures were required. No additional information was provided.